Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the threaded tip to be fractured from the shaft and the piece remaining in the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to overload failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the threaded tip of the impactor fractured off leaving a broken threaded tip in the female threads of the cup. The damaged threads of the cup prevented the surgeon form re-engaging a new impactor to further impact the cup into optimal position. Attempts have been made and additional information on the reported event is unavailable.